Event description:
It was reported that during the implant procedure, the left ventricular lead caused phrenic nerve stimulation. The lead was not used and a new lead was implanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the left ventricular lead caused phrenic nerve stimulation. The lead was not used and a new lead was implanted. The patient was in good condition post procedure.